Manufacturer narrative:
(B)(4). The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all additional relevant information.

Event description:
It was reported that the procedure was to treat a lesion in the proximal left circumflex coronary artery with no tortuosity and no calcification. A 4.00x12mm xience sierra rx stent delivery system was advanced to the lesion and the stent was being deployed; however, the balloon ruptured at 10 atmospheres during the first inflation. A 4.25mm balloon dilatation catheter was used to perform post-dilatation to fully expand the stent and successfully complete the procedure. There were no reported adverse patient effects and no reported clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for analysis. The reported material rupture was confirmed. The reported difficulty to deploy could not be confirmed as the stent was not returned for analysis. A review of the complaint history identified no other incidents from this lot. The investigation determined the reported material rupture appears to be related to a potential product quality issue. The issue is being addressed per internal operating procedures. Abbott vascular will continue to trend the performance of these devices.